Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic total gastrectomy, during esophagus and lifted-up jejunum anastomosis, the circular stapler was inserted from the small laparotomy site and the anvil passed through the esophagus without any problem. The anvil was set. When the handle was being pulled out after firing, a hole was opened in the esophagus and lifted-up jejunum side. The anastomosis was found not done. There was no other available device so he procedure was converted to open procedure.